Manufacturer narrative:
Citation: small a., et al. Combined transcatheter tricuspid and pulmonary valve replacement. World j pediatr congenit heart surg, 2020 jul;11(4):432-437. Doi: 10.1177/2150135120918777. Pmid: 32645786. First published july 7, 2020. Earliest date of publish used for event date. Medtronic products referenced: mosaic (PMA# p990064, product code: dye), melody (PMA# p140017, product code: npv). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding combined transcatheter replacement of the tricuspid and pulmonic valves in patients with congenital heart disease or carcinoid syndrome. All data were retrospectively collected from a single center. The study population included 5 patients (mean age 46 years), 2 of whom were implanted with 22-mm medtronic melody bioprosthetic valves at the tricuspid and pulmonic valve positions (no serial numbers provided). One patient in the study had previously been implanted with 29-mm medtronic mosaic bioprosthetic valves at the tricuspid and pulmonic positions (no serial number provided). One patient implanted with medtronic melody valves expired from refractory heart failure 2.5 years after initial combined valve replacements. Twelve months after initial valve replacements, the patient developed progressive severe tricuspid regurgitation with an echogenic mass noted on the annulus. The patient was treated with anticoagulants and intravenous antibiotics for suspected valve thrombosis and endocarditis. The patient required repeat tricuspid transcatheter valve replacement at that time. Based on the available information medtronic product may have been associated with the death. For the patient previously implanted with the medtronic mosaic valves, adverse events included: moderate tricuspid regurgitation, severe pulmonary regurgitation and right ventricular systolic dysfunction, requiring valve replacement at both positions with non-medtronic valves. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.